Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient presented with left hip pain and grinding, the pinnacle liner has spontaneously dissociated from the pinnacle socket. A new head and liner were placed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned devices and provided x-rays confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: fd8fb1. Device history review: no anomalies or deviations were found. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.